Manufacturer narrative:
A specific root cause was not identified. Based on the results the customer received, this suggests a mis-sampling issue caused by pre-analytical issues. A possible root cause may be a contaminated outer surface of the sample probe. This can lead to a higher sample volume being used for the assay causing a high result. A single contact between the sample probe and gel is sufficient for contamination issues to occur. This is supported by the fact that the samples were collected and processed off-site. Based on the information available, a general malfunction of the instrument can be excluded, otherwise all the ise results from that day would be affected.

Manufacturer narrative:
The customer has not had any further discrepant na results.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of multiple ise issues with the cobas integra 400 plus. The customer stated she has service visits several times for ise issues over the "past few months." On (B)(6) 2017 the customer questioned low sodium results for an unspecified number of patients. The customer did not provide the actual results. The field service engineer (fse) visited the customer site on (B)(6) 2017 to perform preventive maintenance and found a lot of salt buildup under the electrodes and cleaned this up. On (B)(6) 2017 the customer received calibration signal alarms for potassium. The customer repeated calibration and the results were acceptable. Qc was out (high and low) for other general chemistry tests. The fse advised the customer to change a probe. After the probe was changed the customer repeated qc and there were still 3 chemistry tests with out of range results. The customer recalibrated co2 and repeated qc on these 3 chemistry tests and the results were back within range. The customer proceeded to run 15 patient samples. After running the patient samples, the customer ran qc again and the results were out of range. Of the 15 patient samples the customer ran, 9 patient samples had high sodium results. When the customer repeated these samples on the same analyzer, the sodium results were lower. The customer provided erroneous results for 2 patient samples tested for na+ electrode. The erroneous results were not reported outside of the laboratory. Patient 1 initial na+ result was 146.2 mmol/l. The repeat result was 140.78 mmol/l. Patient 2 initial na+ result was 147.4 mmol/l. The repeat result was 141.6 mmol/l. The repeat results were believed to be correct. No adverse event occurred. The na+ electrode lot number was 21570947 with an expiration date of 08-dec-2017. On 02-dec-2017 the fse revisited the customer site where the customer declined service. The customer initialized the instrument and the system booted up. The customer stated all qc results were as expected and precision results were acceptable.